Event description:
Reportedly, the problem with the subject programmer is that the exterior parts are physically damaged (cracked/broken); it is possible that the unit dropped.

Event description:
Reportedly, the problem with the subject programmer is that the exterior parts are physically damaged (cracked/broken); it is possible that the unit dropped.